Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: there were battery compartment cracks observed in thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. Pump reboot events were observed in the black box prior to the complaint date. The pump was exercised for 24 hours and no reboot, loss of power or call service alarms duplicated. A leak test showed that there was a leak due to the battery compartment crack. There was evidence of additional moisture contamination inside of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump had an intermittent power issue. The reporter stated that the battery compartment had evidence of moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.